Event description:
The patient reported her insulin infusion set tubing cracked at the luer lock connection. She stated it is still connected but the insulin is leaking. She stated the tubing at issue has been in use for 3 days. The patient said this morning she had an elevated blood glucose reading of 135 mg/dl, but did not take any additional insulin. She said her blood glucose then went to 191 mg/dl and when she programmed a bolus of insulin through her infusion device, she noticed the cracked tubing. On follow-up, the patient stated she has had no further blood glucose or product issues. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.